Event description:
It was reported that the customer experienced elevated blood glucose levels (300-400 mg/dl). Customer declined troubleshooting, and stated settings may need to be adjusted. Customer delivered manual injections and boluses to stabilize blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.